Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue where the characters on the screen are unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/22/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: damaged display screen was confirmed. Powered up pump with no display with good audio and vibrator. The display was cracked. Unable to remove display due to amount of broken glass. Unable to do further investigation due to cracked display.